Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
There is no information of any replaced parts. The investigation consists of a device log evaluation. The logs contain alarms such as high respiratory rate and high airway pressure. We have not been able to determine the cause of the high airway pressure alarms that were generated on two occasions during the event. The high respiratory rate alarms occurred when the ventilation mode simv (synchronized intermittent-mandatory ventilation)was used. The high respiratory rate alarms are most likely due to the patient breathing spontaneously and thus increasing the respiratory rate accordingly. There are no recordings in the technical log which shows that the anesthesia workstation had no technical malfunctions during the event.

Event description:
(B)(4).